Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified no visual anomalies. Technical visual inspection identified no visual anomalies. Device evaluation was found that the unit was failing the c02 calibration; however, it was unable to replicate the reported channel error. The root cause of the c02 calibration failing was due to the oridion board going bad and was not related to the previous repair. The oridion board was replaced, preventative maintenance was performed, the device was re-calibrated and tested to OEM specifications. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device displayed a channel error. It was stated that the device seemed to be in the warm-up time stage; however, it would not warm up. There was no patient involvement. No further information available.